Manufacturer narrative:
Weight, race, ethnicity: unk. Date of event: unk. PMA/510k: this product is manufactured in the u.s. But not marketed in the u.s. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm vicmo13.7 implantable collamer lens, -14.5 diopter into the patient's right eye (od) on (B)(6) 2021. The surgeon reports the lens is still not centered and the patient is uncomfortable with the glare/halos. See MFR rep# 2023826-2021-04895 for initial lens.